Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed error code 1720. Patient not affected. No patient injury. No additional information.

Manufacturer narrative:
The product's history records were reviewed and there were no service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: h6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The most probable cause of a 1720 error code is the back-up capacitor. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.